Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic assisted distal gastrectomy procedure, for the third firing, the surgeon tried to fire the device to gastric wall, however it could not be fired. The procedure was completed with another device. No harm was caused to the patient.